Event description:
It was reported by the patient that the stimulator was ¿not working right once it got down to half.¿ the patient was asked what this meant and the patient replied ¿on the barcode on the regulator for the internal stimulator.¿ the patient noted that they were not feeling stimulation ¿like they used to.¿ the patient noted that they were feeling some simulation because they had charged it. The patient noted that it started ¿over a week¿ prior to (B)(6) 2014. The patient wanted to know why the internal implantable neurostimulator (ins) was ¿not working.¿ the patient noted that they were not getting pain control. It was noted that there was a loss of therapeutic effect. The patient was able to communicate with the programmer and stated that the screen showed their setting was at 5.70v. The patient noted that they had ¿already increased it.¿ the patient reported that they observed the lightning bolt. The patient noted that they met with the doctor and the manufacturer representative on (B)(6) 2014. The patient stated that they ¿ruled out¿ that it was not the programmer and it was working correctly. The manufacturer representative wanted the patient to try the programmer for two days. It was noted that the programmer was working. The patient was asked if they had informed the doctor and the patient replied no and they were planning to call the doctor but had received a call back from the manufacturer because they had called the weekend prior to (B)(6) 2014. The patient noted that they were going to inform the doctor because the manufacturer representative was in the office (B)(6) 2014. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).